Event description:
Patient is taking ozempic, valsartan and cortisone medication. Patient also has artificial joint. Patient had hip replacement between implant placement and removal dates. Patient had immediate implantation.